Event description:
It was reported that the pt presented to the emergency room. The "pain doctor" was contacted and he took the pt to the operating room and removed the entire device system. Per the reporter, all components were thrown out. The physician indicated that the reason for removal was "infection and suture holding pump infected". The pt was on oral prescription and had no further complications. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).